Event description:
It was reported that after a supply change the ilet displayed alerts to connect the continuous glucose monitor (cgm) and indicated dosing had stopped, while the user¿s dexcom app showed a glucose of 370 mg/dl. Subsequent attempts revealed a calibration not used and prompts to restart the sensor, and support guided the user through unpairing and pairing steps culminating in a new g7 pairing and warmup, after which the sensor connected and reported 241 mg/dl with glucose trending down. Symptoms included hyperglycemia without reported clinical effects. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem found and a usage problem identified related to the user not comprehending that the ilet stopped dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.